Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined to perform a system check. Reportedly, the customer would change pump supplies. Customer's blood glucose was 346 mg/dl at time of event.